Event description:
The complainant reported an impella rp pump and an impella cp were both placed to support a patient admitted with acute myocardial infarction/cardiogenic shock and biventricular failure. During support, the rp had lost placement signal; however, the pump remained on to support the patient. There was no reported harm or injury to the patient.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. No product was returned. Log review showed placement signal drifting up with a simultaneous decrease in pump flow starting on the second day of support. Motor current remained stable and reacted to the p-level changes. A dp placement signal not reliable alarm triggered as well. The failure mode was changed from optical signal issue to placement signal issue because the investigation revealed issues with the dp sensor. The root cause of the placement signal issue was mostly likely sensor drift. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.